Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient's mother reported her son was playing outside and when he came back his blood glucose level was 180 mg/dl which was too high for him. Patient's normal blood glucose level was not provided. Mother stated she saw the infusion set tubing was torn off from the luer. Mother reported the son stated he does not know why. Mother discarded the alleged infusion set. Mother stated the patient did not need outside assistance. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Conclusion the complaint can not be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified.